Manufacturer narrative:
Info was received via published literature. This report will be amended when our investigation is complete.

Event description:
Literature review noted five knee cases for unk pts presented with signs of osteolysis.